Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to a device upgrade. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.